Event description:
The customer's father reported via phone call that the customer had a keypad issue when they went to the bolus wizard and pressed the up button, the number started counting up without stopping. Customer removed the battery and put it back in. The pump restarted and the pump passed the self test. Customer went to bolus again and the same thing occurred. Customer's blood glucose was probably 130-140 mg/dl. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer confirmed that he had syringes but has continued to use the pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had an intermittent response due to corroded keypad traces. No display ramping on it own anomaly noted. The insulin pump was received with minor scratches on lcd window, cracked case on display window corners, cracked belt clip, cracked battery tube threads and corroded battery tube.